Manufacturer narrative:
.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level (exact value was not provided) due to being unable to load a cartridge and infusion set successfully. The customer stated that they were headed to their healthcare provider to consult about elevated bg level and declined to perform troubleshooting with tandem technical support. Multiple follow up attempts were made to complete troubleshooting to determine why the customer was unable to complete the load process. However, no additional information was provided by the customer.